Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries need to be replaced. No additional service info was provided.

Event description:
The customer reported the 9900 system displayed a precharge voltage error message. No pt injury was reported.